Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump did not work at school today. The customer was at school, the pump gave an error and it would not give insulin. Found a no delivery when the customer was doing nothing. The customer is reporting a past event. Customer reports alarm did not occur during manual prime. The blood glucose was in the range of 400mg/dl and treated it with manual injection. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.